Event description:
Information received from the field does not address the patient's clinical status but notes that the device was in back-up operation. After multiple software download attempts, review of the device image by technical support personnel suggested that the hardware memory had been corrupted and could not be verified.